Manufacturer narrative:
Follow-up # 1 ¿ (02/09/2015). The patient¿s meter, test strips, and control solution have been returned on 1/22/2015 and 1/29/2015, respectively, and evaluated by lifescan product analysis on 1/26/2015, 1/30/2015, and 1/29/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution involved with this complaint failed testing. The control solution was found to have low glucose results when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter read inaccurately low whilst using onetouch control solution. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that alleged inaccuracy began on an unspecified date and time prior to contacting lfs. The patient reported obtaining an inaccurate low control solution result of ¿92 and 110mg/dl¿ on the subject meter. The patient currently takes a combination of diabetes medications ¿metformin, 70/30 nova log shot¿ and denied making any changes to her usual diabetes management routine due to the alleged product issue. The patient detailed that ¿within 3 hours of the issue occurring¿ she developed symptoms of ¿shaky, nausea¿. However, denied receiving any treatment. At the time of troubleshooting, the cca determined that the correct unit of measure, testing steps was being used. The test strips and control solution were within the expiry date and the test strip vial was intact. Cca also noted that a walk through control solution test failed. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.